Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to septicemia of unknown origin and suspected endocarditis. It was also reported that blood cultures indicated the presence of streptococcus intermedius. The patient is a participant in the panorama 2 clinical study. No further patient complications have been reported as a result of this event.